Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), ubd: 12-feb-2022, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during intraoperative test during dbs implant, it was found the extension resistance was too high. The extension was replaced with a new wire to complete the operation. The cause of the issue was unknown. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.